Manufacturer narrative:
Added medical history. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2015 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery, infection, and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/ pelvis. Abdomen, back pain. Several layering stones noted within otherwise unremarkable gallbladder. Diverticulosis predominantly sigmoid colon without evidence of acute diverticulitis. On (B)(6) 2015: (B)(6) medical center. Record of operation. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 13593007. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/ 13593007) was implanted during the procedure. On (B)(6) 2015: (B)(6) medical center. Pacu record. Abdominal binder in place. On (B)(6) 2015: (B)(6) medical center. (B)(6) md. ER visit. Presented with acute dizziness, onset earlier today, chills, swelling. States has not had normal bowel movement since hernia repair. ¿unsteady on his feet¿ today. Feels weak. Abdomen mildly tender suprapubic region. Renal function deteriorating since surgery, in acute renal failure. Primary diagnosis: bacteremia. Admitted. On (B)(6) 2015: (B)(6) medical center. Lab report. Microbiology. Source: blood right hand and blood left ac. Blood culture final. On (B)(6) 2015: no growth in 48 hrs. On (B)(6) 2015: no growth. Source: urine cath. Urine culture final: no growth. On (B)(6) 2015: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/ pelvis. Abdominal and pelvic pain. No free air, bowel obstruction, or intraperitoneal free fluid. Recent anterior abdominal wall hernia repair with mesh. Superficial to mesh is a predominantly air containing fluid collection, may represent postoperative seroma. On (B)(6) 2015: (B)(6) medical center. (B)(6) md. Discharge summary. Given IV fluids, cefepime. Improved gradually. Hold statin, home on oral antibiotics. Final diagnoses: 1) acute renal failure, rule out tubular necrosis, resolved. 2) dehydration, resolved. 3) dizziness, resolved. 4) rhabdomyolysis, improved. 5) fever, unclear source. 6) systemic inflammatory response syndrome. On (B)(6) 2017: (B)(6) medical center. (B)(6) rn. Nurses¿ notes. Denies open sores, wounds, rashes, but has 1-12 small scabes [sic]. Patient thinks it¿s from the mesh. On (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/ pelvis. Post of [sic] nausea and vomiting, abdominal pain. Air seen in anterior abdominal wall consistent with recent ventral hernia repair. Bowel gas pattern nonspecific, shows no evidence of air-fluid level or dilatation to indicate obstruction. Impression: postoperative changes, no acute intra-abdominal process. On (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-abdominal x-ray flat/ erect. Acute onset nausea, vomiting. Bowel gas pattern within normal limits. No evidence dilatation or air/ fluid levels noted to indicate obstruction. Drain overlies right abdomen. On (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology-xr gastroview small bowel. Recurrent vomiting. Mild delayed transit through small intestine to colon but no obstruction seen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2015, including any records for previous abdominal surgeries, were not provided . Operative records dated (B)(6) 2015 indicated the patient underwent repair of incisional hernia with gore dualmesh patch material. The records state: ¿the incision was made through the old upper midline scar. The hernia was immediately encountered in subcutaneous tissue and extended from just below the xiphoid to near the umbilicus. The hernia sac was totally excised from the subcutaneous tissue. Small bowel and omentum adherent to the fascial edges were taken down by sharp dissection without damage to any structures. Minor bleeders were cauterized or were tied off with 2-0 vicryl. The fascial edges were solid, but the hernia was too large to be repaired primarily.¿ the operative records dated (B)(6) 2015 continue: ¿a piece of gore dualmesh patch material was chosen, and this measured approximately 15 x 10 cm. It was sewn in place to the fascial edges with interrupted running sutures of #1 prolene. The repair was solid and not under undue tension. Ancef powder was sprinkled onto the mesh. The subcutaneous tissue was closed over the patch material with interrupted sutures of 2-0 vicryl. The skin was closed with runninq vertical mattress suture of 2-0 prolene. Antibiotic ointment and dry dressings were applied.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/13593007) was used during the procedure. Operative records dated (B)(6) 2015 indicated the patient underwent laparoscopic converted to open cholecystectomy. The records state: ¿a short longitudinal incision was made approximately one inch above the umbilicus. The patient previously had an umbilical hernia repair .¿ operative records dated (B)(6) 2015 continue: ¿the gallbladder was densely encased in fat and inflammatory tissue.¿ ¿I attempted to dissect out the region of the cystic artery and cystic duck but I felt it was too dangerous in this situation and I was concerned the common bile duct would be injured. I converted to an open procedure. An upper midline abdominal incision was used and the peritoneum cavity was entered easily.¿ operative records dated (B)(6) 2015 state: ¿the gallbladder was grasped at its done and distally as far as the dissection previously had been done, however, dissection was extremely difficult and I therefore separated the gallbladder from the liver bed and worked in a retrograde fashion until the lower end of the gallbladder was identified. The cystic artery was never identified and all bleeding vessels were clipped off. The region of the gallbladder with the cystic duck was clamped and the gallbladder was removed.¿ records dated (B)(6) 2015 continue: ¿the operative site was irrigated copiously with saline and a few minor bleeders cauterized or clipped off. There was no sign of any bile leak. The common bile duct was densely encased with inflammatory tissue and I made no further attempt to dissect the common bile duct.¿ the records dated (B)(6) 2015state: ¿a 19 french blake drain was inserted through the most lateral of the laparoscopic port incision with intraabdominal end put into morison¿s pouch. The drain was sutured to the skin with 2-0 silk. The abdomen was closed with running #1-prolene to the linea alba. The skin of the remaining port incisions and the main incision was closed with staples.¿ there is no mention of a gore device in (B)(6) 2015records. Operative records dated (B)(6) 2017 indicate the patient underwent ileo-ascending and proximal transverse colon resection with primary ileum to colon anastomosis, mobilization of the splenic flexure of the colon, removal of intra-abdominal foreign body as a result of previous prosthetic implantation of a mesh, and repair of recurrent ventral hernia with the use of autogenous mesh. The records dated (B)(6) 2017 state: the patient ¿is a 72-year-old man, who is morbidly obese and presents with a colonoscopy finding of a mass in the transverse colon. The patient has undergone previous multiple abdominal operations including attempted to repair of a ventral hernia mesh in the past. The ventral hernia has recurred in spite of use of mesh in the past.¿ the operative records dated (B)(6) 2017 state: ¿initial incision was made to excise the wide skin scar from his previous operation. Once this was excised, the abdominal cavity was opened through a recurrent ventral hernia. The previously placed mesh was folded up and entangled bowel loops into the abdomen and had to be excised meticulously away from the bowel loops. Attention was then directed to retaining some of the fibrotic aspects of the previo9us repair for reinforcement.¿ operative records dated (B)(6) 2017 continue: ¿after abdominal cavity was entered, attention was directed to the transverse colon, which was mobilized. In an attempt to identifying where the location was, I made a thorough search of the transverse colon including mobilization of the splenic flexure and then found the tumor to be more much closer to the hepatic flexure, but in the transverse colon.¿ records dated (B)(6) 2017 state: ¿it was decided to proceed with an extended right hemicolectomy to include the ascending colon both for clearance and for a safe anastomosis. The terminal ileum, the appendix, and cecum were initially mobilized all the way up to the hepatic flexure, which was mobilized in preparation for the resection. Once all the mobilization was completed, a stapling device was used to transect the terminal ileum and the mid-transverse colon to remove the entire tumor with adequate margins. I sent the specimen fresh for pathological evaluation and the margins were ascertained to be adequate.¿ operative records dated (B)(6) 2017 continue: ¿mobilization of the splenic flexure was performed in order to get adequate length for reanastomosis. Stapling devices were used to reanastomose the ileum to the mid-transverse colon. The mesentery was closed. Hemostasis was secured. The abdominal cavity was thoroughly irrigated. A jp drain left in the left upper quadrant, where the splenic flexure had been mobilized and also in the right upper quadrant, where mobilization of the right colon was performed.¿ records dated (B)(6) 2017 continue: ¿attention was then directed to the recurrent ventral hernia. The ventral hernia sac was excised. The fibrotic reaction of the tissue to the previously placed mesh was retained as a reinforcement. The mesh itself was removed for fear of any infection from the colon anastomosis.¿ operative records dated (B)(6) 2017 state: ¿relaxing incisions were made laterally in order to do a fascial separation for closure of the abdominal cavity. On the lower aspect, just above the umbilicus, the fibrotic remnant of the previous mesh was used to reinforce the closure in the form of an autogenous mesh. Prolene sutures were used for this purpose. #1 vicryl sutures were used for primary closure and repair of the ventral hernia in the upper part of the abdomen.¿ records dated (B)(6) 2017 continue: ¿two jp drains were left in the subcutaneous plane and brought out through a separate stab incision. This was to drain the dead space created by the extensive mobilization of the muscle fascia that was required to repair the recurrent ventral hernia. Retention sutures were used and closure of the skin was achieved using staples.¿ there is no mention of infection of the gore device. No pathology reports were provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2019: (B)(6). Office note. Wt 204.2 lb, bmi 32.96. Paroxysmal afib, no candidate to chronic anticoagulation x esophageal ulcer, severe anemia, poor compliance with f/u and monitor inr. F/u dm, 3 year. Does not monitor glucose at home, condition improves with diet. Exam: abdomen; soft, no tenderness, no guarding, no rebound. Abd wall hernia. Impression/plan: dm with peripheral neuropathy; strict dm diet, careful foot evaluation, glipizide. Obesity; exercise, diet, lose weight. Diverticular disease; eat rich fiber diet, avoid seed food, avoid constipation. Ventral hernia without obstruction or gangrene; stable, will monitor, surgery evaluation. Gastric ulcer; stable, will monitor, f/u gi. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to on (B)(6) 2015, including any records for previous abdominal surgeries, were not provided. On (B)(6) 2015: (B)(6). Office note. Follow up abdominal pain. Wt 199 lb. Bmi 32.1. Minor bleeding from skin edges. On (B)(6) 2015: (B)(6). Office note. Wt 200 lb. Bmi 32.3. Abdomen inspection & palpation: incisions healing well. Eating & drinking fine. Voiding well. Bowels moving. D/c staples today. On (B)(6) 2015: (B)(6). Office note. Follow up abdominal pain. Open wound. Medications: aspirin 325 mg daily. Wt 199 lb, bmi 32.1. Post-op exam: wound drainage. Packed. Taught to do dressing. On (B)(6) 2015: (B)(6). Office note. Abdominal pain, open wound. Medications: aspirin 325 mg daily. Wt 177 lb, bmi 28.6. Exam: almost fully healed incision. On (B)(6) 2015: (B)(6). General surgery preop orders. Consent for incisional hernia repair with gore dual mesh. On (B)(6) 2015: (B)(6). Office note. Follow up abdominal pain. Eating ok. Bulge along incision line noticed 2-3 weeks ago after incision healed. Problems: incisional hernia. Medications: aspirin 325 mg daily. Psh: umbilical hernia repair 1990. Wt 196.9 lb, bmi 31.8. Ros: additionally reports abdominal bulge at well healed incision line 12 weeks post cholecystectomy. Denies nausea or constipation. Having abdominal pain. Exam: abdomen: bowel sounds normal. No tenderness, guarding, masses, rebound tenderness or cva tenderness. Soft and non-distended. Incisional hernia in the upper midline scar. Assessment/plan: abdominal pain. Incisional hernia without mention of obstruction or gangrene. Has developed an incisional hernia through the old upper midline scar from where I did his open cholecystectomy 3-4 months ago. Incarcerated, needs repair. It¿s painful and sore. On (B)(6) 2015: (B)(6), md. Office note. Wound check, follow-up, post-op, abdominal pain. 16 days since incisional hernia repair, healing well. Repair feels solid. Running suture removed today and steri-strips applied. On (B)(6) 2015: (B)(6), md. Office note. Still having some pain. Hernia repair solid. On (B)(6) 2016: (B)(6), md. Procedure-upper gi endoscopy. Indication: anemia. Impression: normal nasopharynx. La grade c reflux esophagitis. This was biopsied. Hiatus hernia. Gastric ulcer. Acute duodenitis. This was biopsied. On (B)(6) 2017: (B)(6), md. Office note. Abdomen: no mass, hernial orifices normal. On (B)(6) 2017: (B)(6), md. Office note. Wt 210 lb. Was diagnosed with flat large polyp in transverse colon, not amenable to colonoscopy removal. Has no specific symptoms of obstruction related to this. History of prior abdominal operations for ventral hernia. Had 2 operations and has had recurrence in spite of that and there has been mesh implanted in the past. History of gallbladder surgery was cause for the hernia formation which is recurrent. No abdominal pain, vomiting, heartburn or hiatal hernia. Abdomen obese, very large diastases of rectus muscles. Has a ventral hernia to left of umbilicus which is distinct from diastases and reducible easily. This is the hernia that has been fixed with a mesh in the past. Diagnosis: transverse colon mass, recurrent ventral hernia. Plan: will require resection of segment of transverse colon along with repair of recurrent ventral hernia. Repair will require excision of the previously placed mesh and perhaps closure without a mesh by anatomical layers. I¿ve explained that the hernia may extend down the road in may [sic] and at that point require another mesh implantation but at least he will not have a colon resection to go with that. On (B)(6) 2017: (B)(6), md. Pathology report. Accession #: (B)(4). Final diagnosis: excised foreign body. ¿medical ascending colon, cbs¿, right hemicolectomy: colonic adenocarcinoma, right colon, 1.5 cm in maximum dimension. Hernia sac, hernia repair. Specimen #1 is designated excised foreign body and consists of a 15.5 gram, tan to pink, synthetic 13.8 x 11.0 x 0.1 cm portion of material with a few tan-gray adhesions. Adhesions not removable. Gross diagnosis only, consistent with given data, mesh. Specimen #3 is designated hernia sac and consists of a 2.5 gram, pink to red violaceous to yellow-orange membranous adipose tissue with overall dimensions of 3.7 x 1.5 x 0.6 cm. The specimen is trisected and representative sections submitted in one cassette. On (B)(6) 2017: (B)(6), pa. History & physical. Admitted earlier today for colon resection of colon mass and repair of ventral hernia performed by dr. Swaminathan. Pt reports he is feeling well at this time with only mild to moderate pain and discomfort at surgical site. In ICU due to some postoperative anemia and hypotension. Has 4 jp drains from surgical sites presently. Pmh: gerd, gastric ulcer, gout. Admitting diagnoses: colon cancer, status post colon cancer resection with ventral hernia repair. Complexity: high. On (B)(6) 2017: [facility ni]. [Author ni]. Radiology-xr gastroview small bowel. Findings: initial scout radiographic images demonstrate mild distention of small bowel loops involving left mid epigastric location. However no obstruction identified. Mild delay of transit time through small intestine to colon were noted. Colon not distended. On (B)(6) 2017: (B)(6), md. Discharge summary. Diagnoses: transverse colon carcinoma with recurrent ventral hernia, status post ileoascending and proximal transverse colon resection with primary ilium to colon anastomosis, mobilization of splenic flexure of the colon, removal of intraabdominal foreign body as a result of previous prosthetic implantation mesh, repair of recurrent ventral hernia with use of autogenous mesh. Hospital course: received packed red blood cells for acute blood loss anemia. No signs of bleeding and blood pressure was controlled. Small bowel series showed slow gastric emptying and ileus. Started on total parenteral nutrition for moderate malnutrition. Condition improved. Condition gradually stabilized. Mrsa screen was negative. Discharged with home healthcare. On (B)(6) 2017: [facility ni]. [Illegible]. Office note. Surgery f/u. Staples removed. Well-healed. On (B)(6) 2017: (B)(6), md. Referral. Inclusion cyst over abd. Surgical scar, abd. Wall hernia. On (B)(6) 2017: (B)(6), md. Office note. Eval of abdominal wall mass in lower site of incision from about 1 yr. Ago. Wt 206 lb. Obese, moderately built man, bmi 33. Abdomen obese, lower abdominal incision has mass which seems subcutaneous and has some epidermal lysis on the surface. Rest of abdomen soft and nontender. No palpable hernia. Has a large abdominal wall pannus and weak muscles. Diagnosis: abdominal wall mass, recurrent ventral hernia. Will do excision of abdominal wall mass and exploration of incision to ensure there is no deeper suture material. He¿ll need wound packing for wound healing. On (B)(6) 2018: (B)(6), md. Office note. Wt 212 lb. 4 months ago noticed soft lump in lower abdomen over surgical scar. Drained small amount of pus. Size increased gradually. Condition improved after drained second time. Denies tenderness, fever. Ros: lump at abdominal wall. Exam: abdomen; bowel sounds normal, soft, no tenderness, no guarding, no rebound; abdominal wall hernia. Assessment: abdominal wall lump; inclusion cyst; spontaneous drainage. Abdominal wall hernia repair. Diagnoses: abdominal wall hernia, long-term anticoagulant use, inclusion cyst improved. Cyst resolved. Wants to cancel any surgery. Counselling to lose weight, be on diet and exercise. Ventral hernia without obstruction or gangrene: stable, will monitor, surgery evaluation. Malignant neoplasm of colon, unspecified: stable, will monitor, no chemo or radiation therapy. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.